Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had been alerting sensor glucose not available followed by change sensor alert. Blood glucose level at the time of the incident was 49 mg/dl. The customer was advised that the sensor would be replaced. Customer declined to review best practices (site selection, taping, calibration protocol). No product is expected to return.